Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8110 error code 352.6640. 8110 sn: (B)(4) customer called and wanted to know what is the cause for this error. I explain to the customer that the error code he is seeing is a force sensor error. I explain to the customer that the force sensor output is zero or is outside the acceptable range. I also explain to the customer that he would need to replace the force sensor assembly to correct this problem. The customer stated that he will just send the unit in. He also stated that he didn't want to open the unit up. So he will just send it back for us to do. I said ok and the customer ended the call.